Event description:
Air remained in the hub after the sys was purged according to IFU. Air remained in the hub of the trufill dcs orbit detachable coils mini complex after the sys was purged according to IFU. The syringe was connected to the dcs coil when the coil was in the dispenser hoop. The syringe pressure went to the blue zone when purging. The syringe responded appropriately when pressurizing/depressurizing. A dedicated source of saline from an infusion bag was used to purge. The dcs syringe was free of bubbles prior to purging. It is not known if the same syringe had been used to prep other coils. This coils was not used in the pt. Another unk coil was used.

Manufacturer narrative:
Without the return of the pro for analysis and based on the info provided, no conclusion can be made regarding the reported purging difficulty. The DHR review performed for this lot indicates that the prod was tested and inspected per established mfg requirements. This review revealed that the products met all requirements per the applicable mfg qual plan, including the purge hole flow test.